Manufacturer narrative:
Combination product: yes.

Event description:
Noise seem on atrial channel in false atrial monitoring recordings. Discussed evaluating, asking patient about sources of emi and programming changes. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.